Manufacturer narrative:
Although the root cause could not be identified, the replication test results suggest the following potential causes of the reported event: when the endoscope was in a severe angulation condition (up max position) and the sheath was extended, the sheath came into contact with an internal part of the endoscope (metal pipe). As a result of the increased frictional resistance, the sheath was scraped. Olympus will continue to monitor field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device green sheath of tip of needle fraying off of sheath. This issue occurred during a therapeutic endobronchial ultrasound.there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.